Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving liorsal ¿500mcg at 50mcg¿ via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient would pick and scratch at the pump incision which cause the incision to become red and irritated [see manufacturer report number 3004209178-2018-18505 ]. The environmental external or patient factors that may have led or contributed to the issue was reported as patient. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the pump was explanted. The issue was resolved at the time of the report and no further complications were reported. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. If information is provided in the future, a supplemental report will be issued.